Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, change shape/size/style, ptosis.

Event description:
Healthcare professional reported right side "rupture, change shape/size/style, and ptosis" via nbir. Patient undergone capsulectomy. Device has been explanted and replaced.